Manufacturer narrative:
(B)(4). Product was received for evaluation: DHR: there is no indication that the production process may have contributed to this complaint. Failure analysis: the catheter was visually inspected, no defects noted. The catheter passed the tests for occlusion and leak. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer. The possible root cause for the problem reported by the customer could have been due to csf pathway obstructed, no occlusion issue was noted during the investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. The bactiseal was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 1226348-2020-00296. A physician reported no flow from a certas valve: the valve was implanted via v-p shunt on an unknown date with unknown setting. However, it was found that flow could not be confirmed by contrast. Therefore, the valve was replaced with a new one.